Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support reviewed device session records and alleged that the oversensing could have been due to fusion pacing. The device is anticipated to be reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.